Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, (B)(6) 2014.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high thresholds acutely post implant. The lead was repositioned and lead measurements were taken. The lead remains in use. No patient complications have been reported as a result of this event.